Event description:
It was reported that patient experienced infection at the ipg site. Patient was treated with intravenous antibiotics and underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The patient was treated with intravenous antibiotics to address the issue. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.